Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the recently implanted right ventricular lead exhibited a threshold rise to high thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. It was noted that the overlay tubing of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated damage at implant. The analyst commented that due to the length of implant, the large volume of blood ingress on the proximal conductor, and the anomalies described in the event, it is likely that the extrinsic insulation breach that was observed during analysis occurred at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.